Manufacturer narrative:
The complaint investigation for false reactive abbott prism hiv o plus results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review on lot 23057m700 did not show any non-conformances, potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A technical review of field data for prism hiv o plus was performed. Overall reactive rates of lot 23057m700 were collected and assessed. The reactive rate performance of lot 23057m700 observed at the customer¿s site is within the package insert representative data and comparable to the performance at the other sites and to other analyzed reagent lots. Further, the irr, rrr and specificity observed for lot 23057m700 across all available us customer sites is within package insert representative data and comparable to the reactive rate performance of other analyzed lots. Based on the investigation the abbott prism hiv o plus assay is performing as intended, no systemic issue or deficiency of the abbott prism hiv o plus assay for lot number 23057m700 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) results for one donor on (B)(6) 2021. The following data was provided: sid (B)(6) initial result on sn (B)(6) no impact to patient management was reported.